Manufacturer narrative:
In the previous report, the complete status on the general information tab and the report source in box g were entered incorrectly, and in this report both fields have been corrected.

Event description:
A remstar auto device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During the evaluation of the device at the third-party service center, the device was visually inspected, and evidence of foam degradation/particles was found inside the blower kit. Additionally, the device had dust fail contamination and displayed error code e041 (err storage unit nvram) and e057 (err sess obs queue ovf). The device was scrapped by the service center after the evaluation was completed.